Event description:
On 12/15 vaporizer was used to provide moisture to pt. The blue area where the steam is emitted became hot and the pt backed into it and burned her right leg. A letter was sent to pt's father explaining that it states in the instructions to "keep out of the reach of children as steam can cause burns."